Manufacturer narrative:
Customer follow up 9/2/2016. The customer was able to load a new cartridge and resume insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process multiple times. There was no impact to the customer's blood glucose level. The customer was advised to load a new cartridge. However, the customer declined and stated to be in a hurry and will revert to backup therapy.